Event description:
It was reported that the pump battery could not be charged intermittently, and this has caused the pump to shut down, although customer was unable to provide the exact event date of the shut down events. Due to the shutdown, customer¿s blood glucose (bg) level was elevated, being displayed as "high", although a specific value was not given. The customer addressed their bg with a correction injection when it occurred. The customer reverted to an alternate method of insulin therapy.